Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of tfh206681 is january 08, 2018.

Event description:
A 67-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient's health care provider (hcp) notified novocure that the patient was experiencing severe scalp irritation and issued an urgent referral to a wound care clinic. The hcp recommended a 72 hour break from optune gio therapy starting on (B)(6) 2026, with the possibility of extending the discontinuation to allow additional time for healing. On february 17, 2026, the hcp reported that the patient had been experiencing worsening dermatitis associated with optune gio therapy. The patient was not hospitalized and received outpatient care at a dermatology clinic. The hcp recommended temporarily discontinuing optune gio therapy 72-hour intervals over several days within a month. On february 19, 2026, novocure received a medical record dated (B)(6) 2026. During the dermatology visit, the patient reported worsening scalp irritation attributed to the optune gio device. The patient had been using over the counter anti itch cream and fluticasone spray on the affected areas daily, as well as a barrier spray before array application during a prior visit on (B)(6) 2025, the patient had been advised to continue taking oral hydroxyzine for pruritus. The patient had previously tried clobetasol cream but discontinued it due to perceived skin thinning. He had also used triple antibiotic ointment for scalp wounds and recently tried vitamin c, which he believed worsened the irritation. Physical examination revealed well demarcated, geometric eczematous patches on the scalp and erythematous scaling involving the face, cheeks, and forehead. The patient was diagnosed with worsening contact dermatitis associated with optune gio arrays, and the hcp provided counseling regarding these reactions. A treatment plan was established, including leaving the arrays off for two days; removing them in the shower and washing the scalp with ph balanced soap and warm water; and moisturizing the scalp for five to ten minutes with an over the counter cream. The plan also included using an additional dressing as a protective barrier in areas with open sores and withholding fluticasone spray if the skin appeared calm. The hcp also instructed the patient to apply triamcinolone cream to erythematous areas twice daily for three to five days and to discontinue the use of triple antibiotic ointment. A new prescription for triamcinolone cream was provided.